Event description:
It was reported the patient complained of pain approximately one year post implantation. A revision was performed resulting in leg length discrepancy. Explant occurred followed by another revision, patient is still undergoing treatment.

Manufacturer narrative:
(B)(4). G2: united kingdom. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: kne-nexgen-femorals-unk. Kne-nexgen-tibial trays-unk.

Event description:
It was reported that a patient had an initial left total knee arthroplasty and was subsequently revised about fifteen months post procedure due to pain, instability, and limb length discrepancy of 1.5cm. During the revision, it was noted that the components were slightly internally rotated. This was corrected, and the patient was much improved upon follow up. No intraop records or product information has been provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Updated: b4, b5, d6, g3, g6, h1, h2, h6, h11. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.